Event description:
It was reported that the patient experienced lead migration/dislodgement leading to loss of stimulation. The device was explanted and replaced and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3487a, lot# v001612 implanted: 2006-(B)(6), explanted: unknown, lead model 3587a, lot# n0028937, implanted: 2006-(B)(6), explanted: unknown, lead model 377860, lot# v004741, implanted: 2006-(B)(6), explanted: unknown. Lead model 389033, lot# j0406513v, implanted: 2004-(B)(6), explanted: 2006-(B)(6).